Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
In this event, it was reported that after a pt with multiple allergies completed a prophylaxis cleaning with nupro prophy paste, her lips began to swell. After leaving the dentist office, she became itchy and noticed hives. The pt went to urgent care and received a spectrum/benadryl shot. Her symptoms abated within a half hour.